Event description:
It was reported that patient death occurred.The ZelanteDVT ClotHunter thrombectomy device was used to treat subacute right lower limb ischemia caused by thrombosis of the limb of an aorto-bi-iliac endoprosthesis. The device was prepared according to standard practice, and thromboaspiration was successfully performed for 480 seconds using the ZelanteDVT ClotHunter system. The procedure was completed without incident; however, near the end of the procedure, the patient developed nausea, vomiting, and diffuse pain, which were believed to be related to morphine. Images were reportedly taken before or after device treatment. Overnight, the early postoperative course was complicated by cardiorespiratory arrest attributed to massive hemolysis with severe metabolic disturbances, including anuria and hyperkalemia. It was noted that intervention was performed and medications were given. The patient had renal insufficiency and died the following morning from multiorgan failure.